Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ perineum, she found the essure device at the perineum') and genital haemorrhage ('general abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, chronic anemia and pregnancy. Concomitant products included ferrous sulfate from (B)(6) 2016, ibuprofen from (B)(6) 2016 and minerals nos; vitamins nos (prenatal vitamins) from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/pelvic, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems ; anxiety, mental anguish") and depression ("psych injury,psychological or psychiatric problems; depression"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, fatigue, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure confirmation test: previously hysterosalpingogram was done and in current fu its mentioned that essure confirmation test was not done. If no removal planned, select reason(s) - unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. New event added vaginal bleeding, menorrhagia, migration of essure device perineum, anxiety, weight gain, and psychological trauma event updated to depression. Severity added pelvic pain, concomitant drugs, medical history were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.